Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. The patient was re-implanted with a new device (date not reported).